Event description:
Incident as reported: lap chole - "first case dr schuster squeeze the trigger too far in one motion thus loading and half closing the clip. While trying to remove I told her to close jaws and remove. She did not close all the way and while pulling clips through trocar the entire black jaws and deployment system became separated from the shaft. On another case she fired the clip once and then proceeded to try to load the next clip 7 times. She then requested another. She asked me to see if I could do it and I tried to load a clip 4 add¿l times before the next clip loaded."

Manufacturer narrative:
Investigation summary: three sterile units were returned for eval. Upon inspection engineering confirmed that the clips were not loading upon actuation. The units were disassembled and the jaw tip gap was acceptable; the jaws were parallel and within design specs. Applied medical has released an improved design which lessens the likelihood for clips not loading to reoccur. This lot was built prior to the redesign. This document represents our initial/final report.